Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging when plugged into multiple power sources using the tandem-provided usb cable. A power source alert occurred at the time of event. Blood glucose was 153 mg/dl. Additionally, the battery gauge was observed to be depleting rapidly. Reportedly, the pump charged successfully with an alternate usb cable. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.